Manufacturer narrative:
D4: lot #: replace asku (reported on initial as unknown) with lot number 21d007. H4: the device was manufactured from april 8, 2021 - april 9, 2021. H10: the actual device was received for evaluation. The lot number was identified upon sample return. A visual inspection performed using the naked eye which found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture condition. No signs of abnormality were found. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A medwatch report # was not reported for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a ce infusor lv (large volume) had popped. This issue was identified during patient use at home. There was no patient injury or medical intervention associated with this event. No additional information is available.